Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "comparison of viscoelastic substances used in phacoemulsification." (J cataract refract surg. Sep/1996, volume 22, pages 955-959). The manufacturer internal reference number is: (B)(4).

Event description:
A study reported that during a cataract surgery an ophthalmic visco surgical device was used in a procedure and nuclear fragments and air bubbles close to the corneal endothelium were frequently trapped and fragments was disturbed visibility of the intraocular structures during phacoemulsification. No further information expected due to the unlikelihood of obtaining the information.

Manufacturer narrative:
No lot code or sample provided as this complaint is related to a literature article. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).